Manufacturer narrative:
(B)(4)- supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #309623, batch # 4060218. It was reported that the syringe 1ml s/t w/ndl 27x1/2 rb had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for pr# (B)(4) ¿ leaking & pr# (B)(4) - primary. Container/closure - primary packaging/container difficult to open. Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). Bd catalogue: 309623. Bd syringe lot number: 4060218. Inv due: 19mar2025. Takeda awareness date: 07 feb 2025. Description: report received from pv on (B)(6) 2025 patient reported product heavy leakage after reconstitution, patient believes it's due to change in needle size. Patient also advised that the caps have been very difficult to remove and needs pliers to do so. The caps on the syringe are also difficult to remove, sometimes when patient removes this, he breaks the plastic. Ae: partial dose: argus case ID: (B)(4).